Event description:
It was reported that the preloaded intraocular lens (iol) was defective and did not inject properly. There was no patient contact and the event was observed upon priming of the lens. No other information was provided.

Manufacturer narrative:
There was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Received information from the facility which revealed following information and corresponding fields are being updated: section a2: age/date of birth: (B)(6)1936. Section a3: gender: female. Section a4: patient weight: 187 pounds. Section b5: the eye affected was right eye and the email address of the surgeon was (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 20, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received stuck in the cartridge of the simplicity handpiece. The handpiece was disassembled and a bent plunger rod with a damaged plunger rod tip was observed. No additional defects or assembly issues were observed before and after disassembly. The lens was removed and lens damage was observed on the optic body and lens edge. The complaint issue ¿device advancement issue¿ was not confirmed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: per product investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.